Event description:
It was reported that during an rfa procedure, an error was displayed due to grounding pad not attaching. Troubleshooting was done but the issue persisted. The procedure was abandoned. There were no adverse patient consequences.

Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The reported event was not confirmed. The logs on the reported event date revealed a grounding pad detection issue; however, the returned ionic rf¿ generator functioned as expected throughout the investigation.